Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received an occlusion alert on the ilet pump using a steel 6mm contact/detach infusion set. Air bubbles were observed in the tubing and cartridge, and the user was unable to perform a supply change without assistance. A fingerstick blood glucose was 219 mg/dl. The device was temporarily shut down. The user temporarily reverted to multiple daily injections. On (B)(6) 2025, a caregiver assisted with reconnecting the pump and completing a supply change. A kink in the tubing was corrected, insulin flow was restored, and glucose values subsequently stabilized.